Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, fold creases, a curved opening on radius, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on radius, a crease sharp broken on radius, stress marks, and non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. A crease sharp broken on radius assessed as fold flaw opening.

Event description:
This is for left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.